Event description:
While wearing the external equipment, the pt reportedly experienced pain sensations. In 7/2005, the patient was seen by a company representative for device evaluation. Programming adjustments were made. However, the problem was not resolved and recommendation was made to not use the device. Surgery to explant the patient's cii device is to be determined.